Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opening while establishing final arm angle (efaa). The reported clip opened while locked appears to be a cascading effect of the clip opening during efaa. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed to report the clip failed to establish final arm angle. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4+. The posterior mitral leaflet had a prolapse of scallops in p2/p3. The first clip was implanted without issue on medial of the prolapse p2/p3. To further reduce mr a second clip was placed in a2/p2. While performing the second establishing final arm angle (efaa) test, the clip slightly opened, and mr slightly increased to 3+. After the release pin was removed, the clip opened approximately 10-15 degrees; but remained stable on the leaflets. A third clip was implanted to further reduce mr. However, mr remained at 3+. There were no adverse patient effects. No additional information was provided.